Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an pca cord not working was not determined because no products or device logs were returned.

Event description:
It was reported that the pca cords was not working with the pca's. Nurse also states that it is problematic that pcas must be attached directly to the right of the pcu for its security and policy. States this is ¿annoying¿ if your patient is already on other infusions that then need to be interrupted and repositioned for the correct pca positioning. The product issue was observed by bd associate during site visit. There was no patient involvement.